Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touch screen was not accurate, and that the customer tended to tap the incorrect buttons. No additional information was provided. No follow up from tandem technical support is expected by the customer.